Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation of esophageal varices procedure performed on (B)(6) 2025. It was reported that during the procedure, the first band failed to deploy and then the device was tested outside the patient but still was not possible to fire the band. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection revealed no visible damage to the handle section; however, damage to the ligator housing teeth was observed. No additional abnormalities were identified during product evaluation. The reported event of bands failure to deploy was confirmed based on the condition of the returned device. A risk review was completed and verified that the events of bands failure to deploy and prolonged episode of care are defined in the risk and hazard documentation of the product and are documented accordingly, with both events accounted for during risk analysis to support acceptable risk-benefit for the product. The damage observed on the ligator housing teeth suggests the device may have been used with excessive force or that the way the physician introduced the device during the procedure contributed to the damage, which in turn affected the functionality of the handle during band deployment. Based on the compiled information and absence of evidence of a manufacturing defect, the most probable root cause for this event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation of esophageal varices procedure performed on (B)(6) 2025. It was reported that during the procedure, the first band failed to deploy and then the device was tested outside the patient but still was not possible to fire the band. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.